Event description:
The sales representative reports they brought this product into the user facility and it would not work. They were unable to zero the catheter. The catheter was in contact with the patient but no injury was reported.